Manufacturer narrative:
(B)(4). Batch # p57137. Event date: only day and year known. It assumed month the complaint was submitted. Device evaluation: the analysis found that one plee60a device was returned with no apparent damage with a gst60g cartridge reload present. Additionally, the reload was received with the right side fully fired, left side partially fired 1/4. Upon evaluation of the reload, the cartridge body, one piece sled and some drivers were noted to be damaged. No obvious damage to the cartridge deck was noted, which suggests the cartridge, may not have been fired over a hard object. As additional testing, the device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported by the rep during a sleeve gastrectomy on the third or fourth firing of the sleeve, which was the second firing with the complaint stapler because the surgeon had two devices alternating firings, the surgeon fired a green reload with seamguard buttressing material and part way into the firing the surgeon heard a crunch sound. The staples formed on the specimen side, but on the patient side there were some unformed, goal post staples proximally and no staples deployed the distal four or five centimeters of the firing, leaving a hole in the stomach. The surgeon continued firing with the other device already in use in the procedure and used 2-0 vicryl to oversew. The surgeon imbricated the staple line with v-loc suture. Leak test performed was negative. There were no adverse consequences for the patient.